Event description:
It was reported that the device delivered inappropriate defibrillation therapy for atrial fibrillation. It is unknown if the event was due to programmed settings or a malfunction of the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.